Event description:
It was reported that a device would run automatically without user activation during a procedure. There was a delay of 2 minutes as the case was completed with another unit. There were no adverse consequences or medical intervention alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.